Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a advantage was implanted into the patient on (B)(6) 2014. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pain inter; inab inter; rec incont; surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: dilatation of urethra and cystoscopy for post op urgency, overactive bladder, residual urine. Removal of ethibond suture. Nonsurgical treatments: on (B)(6) 2017 the patient commenced other medication (please specify): hiprex for the treatment of: for cystitis cystica (overactive bladder). Treatment duration: 3 years. The patient was treated with other medication (please specify): betmiga for the treatment of: reduce urinary incontinence. Treatment duration: taken as required.